Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: complication - ptca cfa/vascular intervention endarterectomy. Additional information on the 10nov2022. During a tavr procedure on the (B)(6) 2022, ultrasound imaging and micropuncture kit were utilized to gain access in the right common femoral artery (rcfa). There was no issues advancing procedural sheath. Protamine was administered intravenously before closure. Post closure imaging verified rfa stenosis. Percutaneous transluminal coronary angioplasty (ptca) was performed which improved blood flow. Vascular surgeon was consulted and a surgical cutdown was performed to resolve issue.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered delivering the sheath. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram verified right femoral artery stenosis. Balloon angioplasty was applied, and vascular surgeon was consulted. The surgeon choose to do a surgical cut down. The root cause of the stenosis requiring surgical intervention cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta as seen during surgical intervention, no angiograms or device return submitted for investigative purposes. Therefore, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down remains undeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.